Manufacturer narrative:
This supplemental report is submitted to provide the results of the device evaluation. The customer returned a na-u403sx-4019 single use aspiration needle (lot fr893634) for evaluation. The single use aspiration needle was not received in the original packaging. The biopsy adapter valve, syringe and stopcock accessories were not returned with the device. The needle was fully extended with the sliding handle lock engaged, as received. Olympus performed a functional inspection on the received condition and the results are as follows. The single use aspiration needle was received with the stylet, stylet wire and luer intact. The movement from the stylet wire, while attempting to remove and re-insert was very difficult with limited maneuverability. The handle section was noted still intact without any damages or anomalies. The handle lock was observed present, moved freely, and remained in place when locked. The movement from the handle was sufficient when extending/pushing the needle out of the sheath; however, the needle did not retreat, or respond, when pulling back on the handle. The sheath adjust screw was able to lock and unlock, and also prevented the sheath adjuster from turning. Additionally, visually inspection of the device was performed and the following noted: the needle was present and the tip in good condition, neither bent, or missing any pieces. No foreign material was noted present on the device and the hypo tube was still present and undamaged. The insertion portion was observed in a severely bent position, beneath the boot on the proximal side. Based on the evaluation, olympus was unable to replicate the user's experience of the needle extending when in the locked position. The needle was manually pushed in by safely applying moderate pressure, allowing it to return inside the sheath. Once the needle was inside the sheath, the device was locked and the needle stayed in place. The cause of the user reported problem, is deemed likely due to the kinked insertion portion discovered below the boot.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. Evaluation of the returned device noted a kink near the distal end of the upper hypotube ("boot") which prevented movement of the needle as intended and likely stretched the outer sheath resulting in the reported phenomenon. The legal manufacturer determined the likely cause of the kink is user mishandling during unpackaging or insertion. As stated in the instructions for use, as a preventive measure: "make sure that no one is close to the tray of the instrument when taking the aspiration needle out of the tray. The distal portion of the device may suddenly jump out of the tray, resulting in patient/operator injury. To take the device out of the tray, first pull out the handle section and hold it before taking the insertion portion out of the tray¿if the insertion portion is taken out of the tray and held before the handle section is taken out, the insertion portion may become deformed¿do not kink or bend insertion portion while removing device from the tray." "Turn the endoscope¿s up/down angulation control lever to the neutral position to straighten the endoscope before the insertion of this instrument into the endoscope. Otherwise, this could damage the endoscope and/or this instrument...do not insert the instrument abruptly. This could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument. Do not force the instrument if resistance to insertion is encountered. Confirm the endoscope is straight and in the neutral position. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument."

Manufacturer narrative:
This supplemental report is being submitted to provide the review of the device history records (DHR), current risk file and trend reports. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. It was reported that when unpackaging the vizishot 2 flex single use aspiration needle , model: na-u403sx, the staff noticed that the protective sheath moved and allowed the needle to extend out the end when the needle was in the fully locked / safe handling position device was not returned for evaluation, therefore a definitive root cause could not be determined. If the device is returned at a later date, or additional information becomes available, the complaint will be updated accordingly. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The suspect device has not been returned to olympus and a root cause cannot be determined at this time.

Event description:
Olympus was informed that when unpacking the vizishot 2 flex single use aspiration needle , model na-u403sx, the staff noticed that the protective sheath moved and allowed the needle to extend out the end when the needle was in the fully locked/safe handling position. There was no patient involvement associated with the event and no injury or harm to the end user was reported to olympus.